Event description:
Home patient (hp) contact baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. During troubleshooting, hp mentioned that their transfer set was connected to the patient line of the homechoice set, with their catheter open during the prime cycle. Tsc assisted hp in ending therapy early and advised hp to start over the new supplies to complete their apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.